Event description:
This rv lead was implanted on (B)(6) 2016 and was capped on (B)(6) 2018. In an email on (B)(6) 2018 it was noted that the lead exhibited sporadic capture. The physician was dr. (B)(6) at (B)(6) canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).